Event description:
A caller reported that the insulin gauge was displaying a fill estimate of 15 units, which differed significantly from the expected 56 units. There was no adverse impact to the customer¿s blood glucose level. The caller had not completed the necessary steps to remove air from the cartridge, so technical support instructed them to perform this step before filling the cartridge. However, the caller disconnected the call before technical support could determine if they wanted to load a new cartridge.